Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recx3919 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx3919) have been reported from the same facility in the (B)(4).

Event description:
It was reported that perforation was found during the infusion of chemotherapy medicines. It was stated it was found with two devices. No other information was provided. This report addresses the second device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the report of a leaking catheter is confirmed and the root cause is related to the use of the device. This report addresses the second sample. Two 4fr single-lumen (s/l) powerpicc solos were returned for investigation. Each catheter exhibited evidence of use. A semi-circumferential breach was observed in each catheter. In one sample, the breach was located between 7 and 8 cm depth marks. In the other sample, the breach was located between the 3 and 4 cm depth marks, with a longitudinal split observed at each terminus of the circumferential split and a semi-circumferential crease was observed 4mm distal to the semi-circumferential breach. A microscopic examination of the splits revealed a wear pattern on the external surface of the catheter symmetrical about the semi-circumferential split. A tactual investigation revealed that each catheter had the tendency to kink at the location of the split in the tubing. The wall thickness of each catheter was found to be within specification. The split and kinking observed in the returned catheters indicate that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. H3 other text : device not yet received.

Event description:
It was reported that perforation was found during the infusion of chemotherapy medicines. It was stated it was found with two devices. No other information was provided. This report addresses the second device.